Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("unusual bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping") and menstrual disorder ("unusual periods"). The patient was treated with surgery (hysterectomy essure device). Essure was removed. At the time of the report, the abdominal pain, genital haemorrhage, abdominal pain lower and menstrual disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage and menstrual disorder to be related to essure. The reporter commented: plaintiff¿s symptoms became so severe and problematic that on or about (B)(6) 2015 (discrepancy), plaintiff underwent a hysterectomy to remove the essure device. Diagnostic results: on an unknown date hysterosalpingogram test showed essure coils were properly in place and that her fallopian tubes were occluded. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("unusual bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included knee operation. Concomitant products included para-seltzer (excedrin aspirin free) since (B)(6) for migraine, salbutamol (albuterol) since (B)(6) for wheezing as well as dexamfetamine (dextroamphetamine) and obetrol (adderall). In (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pain"), abdominal pain lower ("cramping") and menstrual disorder ("unusual periods"). On (B)(6) 2015, the patient had essure inserted. The patient was treated with surgery (hysterectomy, bilateral salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, genital haemorrhage, pelvic pain and abdominal pain lower had resolved and the menstrual disorder outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. The reporter commented: plaintiff¿s symptoms became so severe and problematic that on or about (B)(6) 2015 (discrepancy), plaintiff underwent a hysterectomy to remove the essure device. 6 trailing coils on the right side. 4 trailing coils on the left side. Diagnostic results: on an unknown date hysterosalpingogram test showed essure coils were properly in place and that her fallopian tubes were occluded. Most recent follow-up information incorporated above includes: on 22-oct-2018: pfs received, events onset date added, events outcome updated for events abdominal pain, pelvic pain ,cramping and genital hemorrhage to recovered/ resolved. Concomitant drug added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("abdominal pain") and genital haemorrhage ("unusual bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included knee operation. Concomitant products included para-seltzer (excedrin aspirin free) since 2015 for migraine, salbutamol (albuterol) since 2015 for wheezing as well as obetrol (adderall). In (B)(6) 2015, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant) and pelvic pain ("pain"). On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower ("cramping") and menstrual disorder ("unusual periods"). The patient was treated with surgery (hysterectomy, bilateral salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the abdominal pain, genital haemorrhage, abdominal pain lower, menstrual disorder and pelvic pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, genital haemorrhage, menstrual disorder and pelvic pain to be related to essure. The reporter commented: plaintiff¿s symptoms became so severe and problematic that on or about (B)(6) 2015 (discrapency), plaintiff underwent a hysterectomy to remove the essure device. 6 trailing coils on the right side. 4 trailing coils on the left side. Diagnostic results: on an unknown date hysterosalpingogram test showed essure coils were properly in place and that her fallopian tubes were occluded. Most recent follow-up information incorporated above includes: on 27-jun-2018: pfs and medical record received. Reporter and patient demographics were added. Updated suspect drug indication. Concomitant drugs were added. Event pain added. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.